Event description:
The customer observed false negative alinity I total b-hcg for multiple patients. The following results were provided (reference range: <5.0 miu/ml): sample a, initial result <2.3 miu/ml; repeat result= 1285.169 miu/ml. Sample b, initial result <2.3 miu/ml; repeat result= 516.69 miu/ml. Sample c, initial result <2.3 miu/ml; repeat result= 2281.5 miu/ml. Additional information was added on 23sept2024: the error codes 1072, 1403 and 1402 were generated. There was no impact to patient management reported.

Manufacturer narrative:
Additional information was added to section b5 - describe event or problem.

Manufacturer narrative:
The customer inspected the instrument and replaced the pre-trigger alnty ci snsr bsl, which resolve the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no subsequent issues have been reported related to false negative total b-hcg results for (B)(6). A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty ci snsr bsl did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I for serial (B)(6) or the alnty ci snsr bsl was identified.

Event description:
The customer observed false negative alinity I total b-hcg for multiple patients. The following results were provided (reference range: <5.0 miu/ml): sample a, initial result <2.3 miu/ml; repeat result= 1285.169 miu/ml; sample b, initial result <2.3 miu/ml; repeat result= 516.69 miu/ml; sample c, initial result <2.3 miu/ml; repeat result= 2281.5 miu/ml. Additional information was added on 23sept2024: the error codes 1072, 1403 and 1402 were generated. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity I total b-hcg for multiple patients. The following results were provided (reference range: <5.0 miu/ml): sample a, initial result <2.3 miu/ml; repeat result= 1285.169 miu/ml. Sample b, initial result <2.3 miu/ml; repeat result= 516.69 miu/ml. Sample c, initial result <2.3 miu/ml; repeat result= 2281.5 miu/ml . There was no impact to patient management reported.